Event description:
It was reported that a button on the infusion device was defective. The wife of the patient reported that on (B)(6) 2022 her husband tested his blood glucose value at about 06:00pm when he had dinner, blood glucose values were normal, and he gave a meal bolus as prescribed and everything was fine. After about 2,5 hours, he became thirsty and noticed that the blood glucose values were high, approx. 30 mmol/l. He wanted to give a correction bolus but the button was non-functional. He was feeling dizzy and had visions so his wife called the ambulance at 08:30pm and he was hospitalized. The patient reported that the button with the arrow down at the right side loosened and that there was a hole now. Until the incident the button was without damage. At the time of the call ((B)(6) 2022) the customer was already released from the hospital some days ago. The patient reported his treating physician doesn't want him to use the pump any longer as it was not manageable for him anymore.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.